Manufacturer narrative:
Concomitant medical product: 5076-52, lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator's (crt-d) security was flawed due to the ability to potentially access the device without authentication. The device remains in use. No patient complications have been reported as a result of this event.